Manufacturer narrative:
Product complaint # (B)(4). Pc: surgical intervention in the form of revision surgery. (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported: patient with a history of posterior arthrodesis of column l4, s1 in 2009; instrumentation review, may 2018; instrumentation revision by bar break, october 25, 2018 (s1 screw change and titanium bar change per cobalt chrome bar). (B)(6); size: 1.53 cm; background: hypertension. Product involved: 179702000 batch 185456 nails set s1; 179712640 batch 179935 poliaxial nail si 6x40; 179712735 batch ajnb97 poliaxial nail si 7x35; 179762120 batch vdl4w5r stick 120.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results.

Manufacturer narrative:
Product complaint # ==> (B)(4). The rod was found to be broken at its lengthwise in three pieces. A fracture analysis was conducted on the returned device. The fracture analysis reveals two surface morphologies, a smooth region and a grainy/rough region with progression lines; which are indicative of fatigue failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause of the rod breaking postoperatively could not be positively determined. However, the optical image of the fracture surface reveals two surface morphologies, a smooth region and a grainy/rough region with progression lines; which are indicative of fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.